Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported injecting a patient in the lips with 1ml of juvéderm® volift® with lidocaine. Approximately one month post-injection, patient began to experience a "cyst sensation in the lower lip and 2 in the upper lips granuloma type". Hcp treated the patient with coflox and corticosteroids by systemic route for 5 days 1mg per kilo. Symptoms improved but returned after treatment ended. Hyaluronidase was injected 2 weeks post symptom onset and again four days later. Symptoms are ongoing.